Event description:
It was reported that during a laparoscopic gastric by pass procedure, staple lines during gastric pouch formation required oversewing after third firing. The incident required 30-45 minutes additional o.r time to correct. Patient is doing well. Case completed with another device of the same product code.